Manufacturer narrative:
Date of event, concomitant medical products: estimated date. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The bmw universal guide wire referenced is filed under a separate medwatch report number.

Event description:
A 3.00x12mm rx vision balloon-expandable stent system (bess) was returned in a bio bag without any information. There were no reported adverse patient effects. The returned device analysis identified that a bmw universal guide wire was returned frozen in the bess. No additional information was provided.

Manufacturer narrative:
A visual and functional inspection was performed on the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A review of the complaint history was not performed because the failure mode was not specified. The investigation was unable to determine a conclusive cause for the reported difficulties as a failure mode was not reported. It was reported that a 3.00x12mm rx vision balloon-expandable stent system (bess) was returned in a bio bag without any information. There were no reported adverse patient effects. There is no indication of a product quality issue with respect to manufacture, design or labeling.